Event description:
It was reported that due to the nail and condyle screw breaking, they were removed and replaced to gmrs.

Manufacturer narrative:
The reported event could be confirmed, since the device was returned, and matches the alleged failure. The received nail is completely broken in the webs of the proximal lag screw hole. Significant drill marks, with chamfer-like material removal was observed on the lateral side of the proximal segment of the broken nail and progressing toward the medial side. The drill marks were generated by a deviated lag screw step drill which most likely had created the starting point of the fracture (notching effect) at the lateral edge. The mis-drilling had also extended downwards along the anterior web. The lag screw bearing point on the medial side of the distal part shows heavy deformation. A similar feature is visible on the lateral side of the proximal segment. This deformation indicates that the nail was exposed to high loads over a longer period. The fracture pattern resembles a fatigue break of the nail, evident by the appearance of lines of rest running from lateral to medial. Investigating the distal hole, we can see material removal on the inside end which indicates misalignment while drilling and condyle screw rubbing with the nail. A review of the device history for the reported lot did not indicate any abnormalities. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. No indications of material, manufacturing or design related problems were found during the investigation. Based on the above investigation the fracture can be attributed to fatigue failure from the availability of fatigue lines and with chamfer-like material removal was observed on the lateral side. The root cause can be attributed to user related as t2 scn screws are used with gamma nail which is off-label. If any additional information is provided, the investigation will be reassessed.

Manufacturer narrative:
Once the investigation has been completed any additional information will be reported in a supplemental report.

Event description:
It was reported that due to the nail and condyle screw breaking, they were removed and replaced to gmrs.